Event description:
It was reported to target that during a procedure, the gdc-10 coil detached while its pusher wire was being torqued. A small segment of the coil was in the parent artery, but will not cause a problem. The pt did not require any add'l treatment and is and will do fine. This event was not considered as a complication by the physician.